Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead underwent a magnetic resonance imaging (MRI) study. Subsequently, there was a 12 hour timeout, and rv pacing impedance measurements were greater than 3000 ohms. A lead safety switch had occurred which changed the configuration to unipolar. Threshold and sensing measurements were good. When testing the lead, impedance measurements were normal after pacing for a few minutes. No adverse patient effects were reported. The lead remains in service.

Event description:
Additional information was received which noted that impedance measurements have remained within normal limits. No further troubleshooting was performed and the patient would continue to be monitored. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
The lead has not been returned at this time. If the device is returned, analysis will be performed and this report will be updated.

Event description:
Additional information was received which noted that the lead was explanted and replaced due to rv impedance measurements of greater than 2000 ohms. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination confirmed a fracture of the outer coil at approximately 32.5 centimeters (cm) from the terminal pin. Electrical testing verified the lead was not electrically continuous. Additionally, an x-ray of the lead provided visual confirmation of the fracture. Based on the location and type of damage, this lead was most likely fractured due to fatigue.